Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during the index tavr procedure, a 26mm sapien xt valve was deployed in a canted positon with moderate paravalvular leak (pvl). A second sapien xt valve was deployed, reducing the pvl to mild-moderate. No further actions were taken due to the risk of a rupture and the procedure was completed. Post procedure, dialysis was initiated due to the patient&#38112;deteriorating renal function caused by the contrast agent used during the procedure. Approximately 8 months post procedure, the patient was admitted to the hospital due to heart failure. Tte showed restricted motion of the sapien xt valve leaflet on the non-coronary cusp (ncc) side. The patient expired 22 days post admission. The cause of death was reported to be worsening heart failure. An autopsy was performed and the sapien xt valves were explanted. The ncc portion of the second sapien xt valve appeared to be thicker that the other two leaflets. The relationship between the degeneration of the valve and the cause of death could not be denied. Information concerning the native annulus diameter and the degree of annular calcification, native leaflet calcification and aortic root calcification was not provided. "Remarkable" calcification was noted on the ncc.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Corrected information: other relevant history. Additional information: evaluation codes; narrative text. (B)(4). Following hospital admission due to heart failure, dialysis was performed and medications were given. The heart failure was thought to be caused by the restricted motion of the sapien xt ncc leaflet and renal dysfunction. The sapien xt valves explanted during the autopsy were discarded and are not available for evaluation by edwards lifesciences. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the root cause of the reported thickening of the sapien xt ncc leaflet cannot be determined. In addition to the procedure itself, patient co-morbidities (¿remarkable¿ native leaflet calcification ¿ ncc leaflet, renal dysfunction with dialysis) may have contributed to the valve stenosis and calcification of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
As reported by our affiliate in (B)(6), as reported in an article, ¿subclinical leaflet thrombosis in a transcatheter heart valve: an autopsy case report¿, a patient, who underwent a successful tavr procedure for symptomatic, severe aortic stenosis, developed heart failure 8 months post tavr. The patient consequently passed away from the heart failure. One of the valve leaflets was found to be ¿immobile¿, whereas the valve function was well maintained. As reported, two 26mm sapien xt valves were present. Mild to moderate paravalvular leak (pvl) remained, concordantly aligned to the native commissure. Post procedure, clopidogrel and warfarin were administered. One month post tavr, a mean gradient of 8 mmhg, an av area of 1.01cm2, an ef of 28.0% and trivial pvl were reported. Eight months post tavr, a mean gradient of 9 mmhg, an av area of 1.27cm2, and ef of 21.96% and mild pvl were reported. The autopsy of the inner sapien xt valve revealed thrombus attached to the aortic surface of the left edge of the ncc leaflet. Only the edge was stiffened, but leaflet mobility was reduced. The other parts of the valve were intact. Only the area of thrombus adhesion showed ¿disturbance of collagen fibers¿ and leaflet thickening. This was considered a result of mechanical stress caused by the adhered thrombus. In conclusion, the subclinical thv leaflet thrombosis with reduced leaflet motion was pathologically confirmed. A small area of degeneration caused by thrombus adhesion immobilized one thv leaflet. Reference for article: mori, y., kazuno, y., sasaki, s., ishii, n., ohta, m., sato, h., kawahatsu, k., hayashi, k., kudo, m., yamada, n., yoshioka, t., sasaki, h., yuda, s., ohmoto, y., yamada, a., hirokami, m. (2017). Subclinical leaflet thrombosis in a transcatheter heart valve: an autopsy case report. Euro pcr.